Manufacturer narrative:
Investigation results: the ablator was received for investigation and the reported problem was verified. A visual examination observed signs of the tip being burnt and melted. The instructions for use warn the user: do not bury electrode tip and insulator in tissue. The electrode tip must be completely surrounded by conductive fluid when activated in order to avoid damage to the insulation. Do not pry or pull tissue using the device. Insulation may be damaged. Do not insert, withdraw or touch the active tip of the electrode when power is being applied. This may result in an unintended surgical effect, injury, or device damage. Maintain the active electrode tip in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated electrode outside of the field of view. Use caution when programming the power settings. Use the lowest power setting and the minimum tissue contact-time necessary to achieve the appropriate surgical effect. High power settings, and prolonged use may result in damage to the insulation, melting of the electrode tip, or patient burns. Recommended settings for cut:maximum 200 watts and minimum 50 watts. Recommended settings for coag: maximum 50 watts and minimum 30 watts.

Event description:
It was reported that during use of this ablator in a shoulder arthroscopy, the tip became charred. There was no injury associated with this event and the surgery was completed as intended with another ablator. It was reported that the generator was set at 70 cut and 50 coag during this procedure.